Event description:
An opthalmic surgeon reported a case of endophthalmitis following a cataract intraocular lens implant procedure in a patient's right eye. Post operatively, the patient felt that visual acuity was decreasing. The patient was hospitalized and treated with antibiotic injections into the anterior chamber. The patient is noted as "recovering." The physician indicated that the cause of the event was unknown, and expressed doubt that handpiece was the cause of the reported event.

Manufacturer narrative:
The customer reported four endophthalmitis cases since (B)(6) 2012. The customer doubts that these cases were caused by the phaco handpiece. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).